Event description:
It was reported that shortly after implantation of this right ventricular (rv) lead in the left bundle branch (lbb), the rv lead exhibited loss of capture (loc) due to lead dislodgement. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead in the same lbb position. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Event description:
It was reported that shortly after implantation of this right ventricular (rv) lead in the left bundle branch (lbb), the rv lead exhibited loss of capture (loc) due to lead dislodgement. Subsequently, xray and fluoroscopy imaging were taken that confirmed the dislodgement of the lead. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead in the same lbb position. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.

Event description:
It was reported that shortly after implantation of this right ventricular (rv) lead in the left bundle branch (lbb), the rv lead exhibited loss of capture (loc) due to lead dislodgement. Subsequently, xray and fluoroscopy imaging were taken that confirmed the dislodgement of the lead. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead in the same lbb position. No additional adverse patient effects were reported. The rv lead is expected to return for analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection revealed no abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection revealed no abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that shortly after implantation of this right ventricular (rv) lead in the left bundle branch (lbb), the rv lead exhibited loss of capture (loc) due to lead dislodgement. Subsequently, xray and fluoroscopy imaging were taken that confirmed the dislodgement of the lead. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead in the same lbb position. No additional adverse patient effects were reported. The rv lead is expected to return for analysis.